Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated there were issues with the right ventricular amplitude (high output). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was exit block and a pacing problem with the implantable pulse generator (ipg). It was noted the exit block was mainly observed in the right ventricle but some short episodes indicate a complete block. The device remains in use. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.